Manufacturer narrative:
No external ram crc error alarm, unexpected restart alarm, or unexpected restart noted during testing. The insulin pump passed unexpected restart error test and self test. However, the device had multiple displayable history crc check failed on startup alarms in the alarm history screen, due to corrupted history file. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was not saving any information from the sensor. Customer's father took the device to the battery and stated it was apparently it was the internal battery. The device kept alarming unexpected restart. Alarm did not occur after inserting a new battery, it occurred during normal use. The device also alarmed external ram crc error and displayable history crc check failed on startup. Alarms occurred during normal use. Self test was performed and device passed. Alarms did not occur after programming a temp basal. Customer's blood glucose was 222 mg/dl. Customer's mother requested replacement. No further information reported.